Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. The bioabsorbable components of the 6fr angio-seal vip were returned for product evaluation. The tamped collagen and anchor were received along with the suture. No actual device was returned. Visual inspection revealed that the anchor and tamped collagen were found properly held with the suture. No other visual anomalies noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they deployed an angio-seal device. The case was a routine left heart catheterization without intervention. The right common femoral artery was accessed without issue and the case physician approved the use of an angio-seal device to close the arteriotomy. It was noted that the exchange from the procedural sheath to the angio-seal sheath was met with some crunchy resistance. The sheath exchange was successful, and the tech was able to locate the arterial wall with the angio-seal sheath and arteriotomy locator in the normal fashion. The angio-seal device was deployed in the normal fashion, however, upon pulling the device cap sheath back to expose the tamper tube it was noted that there was a pulsatile gush of blood that came up through the green tamper tube. Tamping was attempted without being able to achieve closure. The angio-seal suture line was cut and manual pressure was held to achieve hemostasis. The estimated blood loss was less than 20cc. The patient had intact pedal pulses bilaterally post manual pressure but did complain of pain in the access site. A doppler and ultrasound were done of the access area and a foreign body was noted in the right common femoral artery. The patient was sent to surgery for the foreign body retrieval. The patient stable. Additional information was received on 20jan2020. The anchor, suture and collagen were retrieved during surgery. Additional information was received on 24jan2020. Surgical intervention was performed to remove the foreign body in right common femoral artery. All pieces were intact. The patient was discharged according to ccu on january 19, 2020. The foreign body was retrieved and was identified to be an intact piece of the angio-seal device. A 6fr procedural sheath was used.